Event description:
A physician placed an emboshield in the right internal carotid artery. During the stenting procedure, the patient experienced hypotension. Neosynephrine infusion, converted to levophed infusion, was administered for treatment of hypotension. The condition initially was improving; however approximately two days later, the patient experienced episodes of ventricular fibrillation requiring one shock treatment and medication. Reportedly, the patient died six days later. The cause of death is unk.

Manufacturer narrative:
The device was not returned, and there was no lot information. We were not able to perform device inspection or device history record review in this case.